Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Complainant had previously indicated the instrument would be returned for evaluation, however, no product has been returned to date. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Failure mode was that of instrument fracture. Inspection of the device confirmed that the teeth at the tip of the driver, where it interfaces with the nail, are sheared off. It is also noted that there is cosmetic damage (nicks, scratches, etc.) All about the surface of the device. Hardness testing confirmed the device was within specifications. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined and the product was likely conforming when it left zimmer biomet control. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: 14-444238, fem nail retro 10.5mm x 380mm, unknown. 14-405036, ti-dble lead cort 5.0x36mm scr, unknown. 14-405056, ti-dble lead cort 5.0x56mm scr, unknown. 14-405080, ti-dble lead cort 5.0x80mm scr, unknown. 14-444180, offset end cap 12x0mm, unknown. Report source, foreign ¿ events occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was undergoing a right femur fracture repair when the driver fractured outside of the patient. Attempts have been made and additional information on the reported event is unavailable.